Event description:
It was reported the seven days post implant, the left ventricular lead dislodged. Consequently, it was removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event. Later review of manufacturer's database reveled the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported the seven days post implant, the left ventricular lead dislodged. Consequently, it was removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event. Later review of manufacturer's database reveled the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed the last time patient was seen in the clinic was (B)(6) 2009 with wound check and device parameters reported to be fine. The patient was being paced 100%. Follow up revealed patient was hospitalized for chf with 50 pound weight gain (B)(6) 2009 - (B)(6) 2010. Medication adjustments and reprogramming of device done during hospital stay. Patient had been reported to be doing well at the care center doing 30 minutes of exercise with chest pain or shortness of breath and no device therapies delivered.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis finding: no anomalies found. Blood/body fluid was present in distal conductor at electrode end (not obstructed). At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis finding: no anomalies found. Blood/body fluid was present in distal conductor at electrode end (not obstructed). At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported the seven days post implant, the left ventricular lead dislodged. Consequently, it was removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event. Later review of manufacturer's database reveled the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed the last time patient was seen in the clinic was (B)(6) 2009 with wound check and device parameters reported to be fine. The patient was being paced 100%.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis finding: no anomalies found. Blood/body fluid was present in distal conductor at electrode end (not obstructed). At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.